Manufacturer narrative:
(B)(4). Concomitant medical products: other electrical: quadripolar left ventricular lead device code (B)(4) - indication for use, prolapsed the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the coronary sinus with cardiac resynchronization therapy. A whisper ms guide wire was used to place the quadripolar left ventricular lead. There was difficulty in positioning the lead because the guide wire became caught with it, causing the guide wire to prolapse inside the anatomy. Therefore, the guide wire was not able to be advanced nor retracted. This caused the outer coating and the tip of the guide wire to detach and remain in the lead. The rest of the guide wire was removed. The quadripolar left ventricular lead implant was successfully completed. No attempts were made to remove the guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed. The reported separation was confirmed although the reported difficult to position, difficult to remove and guide wire prolapsed were unable to be confirmed due to the damages noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the whisper guide wires instructions for use states, all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca). Additionally, since it was reported that the guide wire prolapsed during procedure, it should also be noted that within the warnings section of the instructions for use, it states: do not: allow the guide wire tip to remain in a prolapsed condition. The investigation determined the reported difficulties and patient effect to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.